Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the cylinders won't release, the chair is stuck in the up position. Drive wheels stay up in the air per dealer.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs, other, unable to test. No test fixture. Complaint of cylinders won't release, the chair is stuck in the up position was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs, other, unable to test. No test fixture. Dealer states the cylinders won't release, the chair is stuck in the up position. Drive wheels stay up in the air per dealer.